Event description:
It was reported that there was a pocket fill which required the patient be monitored in the office. It was noted that the pocket site was aspirated and the physician injected normal saline to dilute the drug in the subcutaneous tissue. The patient was described as alive with no injury at the time of the report, however, the patient did experienced an allergic reaction around the pocket site. The pump was infusing morphine. It was reported two weeks later that the cause of the pocket fill was unknown. The patient reportedly experienced itching and redness at the pocket site. At that time the patient was described as stable.

Manufacturer narrative:
Product ID 8709sc, lot# n184831007, implanted: 2009 (B)(6); product type catheter. (B)(4).